Manufacturer narrative:
(B)(4). Foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the drill fractured during use. The fractured portion was not retrieved and has been retained in the patient. A surgical delay of 15 minutes was reported as a result. No further information has been made available at this time.

Manufacturer narrative:
Concomitant medical products: 47-2357-003-06 3.5 prox lat tib lk plt 6h rt lot 63684751, 47-2347-020-22 peri scr. 3.5mm x 22mm l lot 62549643, 47-2347-020-24 peri scr. 3.5mm x 24mm l lot 63043976, 47-2347-020-36 peri scr. 3.5mm x 36mm l lot 62995202, 47-2347-020-38 peri scr. 3.5mm x 38mm l lot 62595823, 47-2359-060-36 3.5mmx60mm cann lkng screw lot 62930570, 47-2359-065-36 3.5mmx65mm cann lkng screw lot 63114938, 47-2359-070-36 3.5mmx65mm cann lkng screw lot 62944844. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Failure mode was that of instrument fracture. Inspection of the device confirmed the drill was fractured. It was noted there were heavy scratches, nicks and wear marks on the shaft indicative of use. The fractured bits were not returned to evaluate further. The product had been in the field for approximately 3 years 7 months. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined and the product was likely conforming when it left zimmer biomet control. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.